Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on october 2016 by the arch orthopedic trauma surgery journal ¿interference screw for fixation of fdl transfer in the treatment of adult acquired flat foot deformity stage ii.¿ the study reviewed 21 patients and identified ankle instability requiring revision with bioabsorbable interference screws in 1 patient during the 2-year follow-up period. Ref: charwat-pessler cg, hofstaetter sg, jakubek de, trieb k. Interference screw for fixation of fdl transfer in the treatment of adult acquired flat foot deformity stage ii. Arch orthop trauma surg. Oct 2015;135(10):1369-78. Doi:10.1007/s00402-015-2295-6.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.